Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in mount. Removed the sensor plug and inspected plug assembly. No issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed all results were within specification. No product deficiency was identified.

Event description:
Customer reported being unable to test using his freestyle libre sensor on (B)(6) 2018 due to the error message "replace sensor". Customer did not report any symptoms but reported having contact with healthcare professional who diagnosed him with hyperglycemia and administered unspecified units of insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
Customer reported being unable to test using his freestyle libre sensor on (B)(6) 2018 due to the error message "replace sensor". Customer did not report any symptoms but reported having contact with healthcare professional who diagnosed him with hyperglycemia and administered unspecified units of insulin injection. There was no report of death or permanent injury associated with this event.